Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: we received the progav valve with the return kit; however, the valve was not inserted in liquid and was sent dry. Optical inspection: first step of our investigation is the optical inspection. The visual inspection revealed that the valve has no apparent deformations or other abnormalities. Result: first of all we want to point out that we received the valve dry in under use of the return kit (without liquid). The investigation of a dry valve is not significant because dry deposits of liquor and blood can affect the product performance. In spite of this, we still decided to investigate the valve first the visual inspection of the valve, we could not detect any apparent damage. It was possible to adjust the valves up and down again in steps of 5 cmh2o. To prove if the brake function is full in place we tried to carry out a brake function test. The investigation of the braking force has resulted that there was no greater force exercise necessary to adjust the valve, as the accepted tolerance. In the further course of the investigation, we tested the valve to permeability. The investigation results that the valve is permeable. Given the fact that during the treatment with shunts the following complications may arise: infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage, we decided to dismantle the valve. Inside the valve we found minimal deposits of protein. Based on our test results, we can confirm a clogging of the progav 2.0 valve, maybe the deposits inside the valve could have affected the function in the past. But at the time of delivery there is no failure detectable with this progav 2.0 valve. No further actions required.

Event description:
According to the complainant a progav had a malfunction postoperatively. The patient was originally implanted in (B)(6) 2016. A blockage was suspected. The event date was noted as (B)(6) 2016. The valve was explanted and returned to the manufacturer for evaluation. Further details were not provided. Height: (B)(6).